Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim: verbatim from customer: "we have another incident when the medication infused to the end and noticed the blue chip and tubing separated in the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of blue-chip separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material: unknown batch#: unknown it was reported by the customer that the medication infused to the end and noticed the blue chip and tubing separated in the pump. Verbatim: verbatim from customer: "we have another incident when the medication infused to the end and noticed the blue chip and tubing separated in the pump. Once I receive the box, I will send out both.".